Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was 13 units left in his reservoir but his status screen displayed 25 units remaining. The patient's blood glucose at the time of incident was 90 mg/dl. The customer believed that the insulin pump delivered an unexpected bolus. During troubleshooting the displacement test was successfully completed. The insulin pump was returned for analysis.

Manufacturer narrative:
No possible over delivery anomalies were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.